Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a vessel closure of an unspecified access site was attempted using a prostyle device. Reportedly, the foot of the device was observed to be crooked [broken] when opened and the suture threads were exposed. It cannot be confirmed if this was observed before use or during advancement on the guide wire. An additional device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported foot break was confirmed as a guide separation. The reported irregular appearance is likely a symptom of the guide separation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the noted bent guide and guide separation include, but not are limited to, user mishandling during removal of device from packaging or accidental removal/ manipulation of device prior to insertion of the device. The reported irregular appearance/ exposed suture thread is likely a symptom of the guide separation. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.b1 - adverse event/product problem b2 - outcomes attributed to ae d4 - lot # d4 - expiration date h4 - device mfg date h1 - type of reportable event h6 - health effect - impact code 4641 was removed.

Event description:
Subsequent to the initially filed report, the following information was received:return device analysis revealed that the prostyle device was unused, confirming that the reported issue was found prior to use and there was no patient involvement. The foot break was not confirmed; however, a guide break was observed. No additional information was provided.

Event description:
Correction: the complaint device was a proglide device, not a prostyle as previously reported. No additional information was provided.

Manufacturer narrative:
Nab5 - describe event or problem d1 - brand name d4 - catalog # d4 - expiration date d4 - UDI #.